Event description:
On 6/14/2008, the pt reported that for the past 2 months, he has had elevated blood glucose readings in the 300-600 mg/dl range with his normal range being 80-140 mg/dl. He stated he treats his readings by bolusing insulin through his infusion device and changing his infusion sets. During troubleshooting, the pt confirmed the time, basal rate and bolus history on his infusion device were accurate. The alarm history was checked and it listed 4 occlusion alarms in the last 2 days. The pt was instructed to disconnect from his infusion headset and bolus 5 units of insulin into the air which he did without error. The pt stated he is very thin which makes it difficult for him to find an insertion site. It was suggested the pt try a different infusion set. He said he has scar tissue on his abdomen but he tries to avoid it. Troubleshooting did not find any product issues. The pt was advised to switch to his backup infusion device to see if that resolved his blood glucose concerns. A complimentary box of infusion sets were sent to the pt. On follow up with the pt, he stated he switched to his backup device but that did not resolve his blood glucose concerns. He stated, "I think it is an absorption issue" and said his readings have been fine since he inserted his infusion set into an area on his abdomen that did not have scar tissue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.